Manufacturer narrative:
The plant investigation is in progress. A supplemental medwatch report will be submitted upon completion of this activity.

Event description:
It was reported that a patient identified a fluid leak coincident with a patient¿s peritoneal dialysis therapy. Prior to the event, the patient received a make sure the heater bag is on the heater tray message during fill one of five of their therapy. The patient had filled 322ml at the time of the alarm. During troubleshooting, it was verified that the clamps were open, the connections were secure, the cone was broken, and that there were no kinks or pinches in the line. The patient rebooted the cycler but continued to receive the same alarm. The load cell with the heater bag on the heater tray read 5854 and 1022.3 without. The technical support representative provided information about the heater bag message to the patient and advised the patient to re-setup with new supplies. Upon removing the cassette, the patient discovered that there was fluid leaking from the cassette and into the cycler. The technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse of the event. The patient had manual supplies to continue with treatment while waiting for a replacement cycler. At this point in time, there has been no report of patient injury or medical intervention resulting from the reported leak. Additional information was requested but was not made available.

Event description:
"."

Manufacturer narrative:
The alleged event is not confirmed. The device was not returned to the manufacturing plant for investigation. An investigation of the product history records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the product history review confirmed the labeling, material, and process controls were within specification.